Event description:
A literature abstract reported the male patient with a history of bladder cancer was diagnosed with angina pectoris and a mild degree of valve stenosis in 1992. In 1998, the stenosis became severe and the patient's native valve was removed and replaced with a 21mm sjm valve. In 2008, doppler revealed severe prosthetic valve leakage. Fluoroscopy of valve revealed the left leaflet fixed in an open position and the right leaflet would begin to close, move back into the open position and then both leaflets would close. This would occur intermittently every 3 to 4 beats. The patient expired the following month, due to bladder cancer. An autopsy was not performed.